Event description:
Bosma enterprises, opportunity flex, nitrile exam gloves, quantity of 200/ box, some of the gloves are torn coming out of the boxes and are tearing as the healthcare providers donning them.